Manufacturer narrative:
Exemption number: e2015015. Considering the surgical methodology, it was seen that the dentist has used more drills than recommended to perform the implant installation.

Event description:
(B)(4) - the dentist reported that after 1 month dental implant was installed in intraoral region 3#, its non-osseointegration was observed. In addition, the patient presented bone type ii.